Event description:
It was reported that a high drain 101 alarm occurred on a homechoice (hc) machine during use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) was not able to get specific therapy information from the caregiver (cg). The tsr arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new hc arrived. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. External and internal inspections were performed and found no issues. The pneumatic system was tested with no leaks noted and all pressures were found to be correct and stable. The device passed a seal, purge, and wet disposable integrity test. A short simulated therapy was completed successfully on the device. A review of the event history log confirmed the reported issue. The cause of the reported issue was a false empty detect and a use error with the initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intra-peritoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.